Event description:
It was reported by the customer that the device's battery is not holding a charge. The customer is using another manufacturer's battery (r & d battery). It was indicated that they have tried two different batteries with the same results. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device; however, the reported failure was not duplicated. Proper device operation was confirmed during functional and performance testing. The power supply assembly was replaced as a precautionary measure. The device was subsequently returned to the customer. Physio-control further evaluated the removed assembly. The reported problem was verified. It was determined that the root cause of the reported failure was two electrically leaky filters, designators fl4 and fl10 from the power supply module to solder flux residue on the power pcb.